Manufacturer narrative:
If the device is returned, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during a surgical procedure an anatomical defect was noted when the saw hit a "knotty" area that torqued guides, this lead to the blade running off track and subsequently broke. It was also reported that all pieces were recovered. It was further reported that no injury occurred to patient or staff.

Manufacturer narrative:
If the blade is returned, an evaluation will be performed and a follow-up MDR will be submitted. Device not yet returned to manufacturer.

Event description:
It was reported that during a surgical procedure an anatomical defect was noted when the saw hit a "knotty" area that torqued guides, this lead to the blade running off track and subsequently broke. It was also reported that all pieces were recovered. It was further reported that no injury occurred to patient or staff.